Event description:
It was reported by a user facility report to the mhr.: "patient transferred into ICU. Noticed by consultant intensivist who was passing that patient was blue and not ventilated. Ventilator alarms had been silenced. Spo2 was >50%. Easily hand bagged up saturation. Noticed the last vte on ventilator read 550ml. The hospital has quarantined and tested the ventilator. No fault, but the software displays the last vte on the screen even if the patient is disconnected and unventilated".

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a follow-up report.